Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lots met all pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2025 from the vtr 2109-864-020 viedoc study database: on (B)(6) 2024, this 65-year-old male patient underwent a planned tips procedure. A cook-rosch uchida tips set was successfully used to access the hepatic vein with three portal vein punctures due to the anatomy and stiff periportal field. The gore® viatorr® tips endoprosthesis [stent] device was successfully delivered. There were no other procedures performed. On (B)(6) 2025, the patient was noted to have a suspected shunt dysfunction. The event is noted to be ongoing and related to the gore® viatorr® tips endoprosthesis [stent] device. Treatment is required; a CT scan is to be performed ((B)(4)). The following was reported to gore on (B)(6) 2025 from the vtr 2109 viedoc study database: on (B)(6) 2025, the patient had a tips dysfunction. This required hospital readmission. Medical or surgical intervention was required. The event is related to the gore® viatorr® tips endoprosthesis device. On (B)(6) 2025, the patient was noted to have a reintervention related to study device occlusion or shunt dysfunction. Patency was noted to be restored at the end of the procedure. The reintervention was related to thrombosis and stenosis within the study device. An additional device was placed; a 10 mm x 80 mm gore® viatorr® tips endoprosthesis device. The patient was discharged home (B)(6) 2025 (B)(4). On (B)(6) 2025, the patient was noted to have hepatic hydropic decompensation, which required hospital readmission. Treatment was required for this adverse event because of return of the symptoms and on (B)(6) 2025, a reintervention was performed which was related to study device occlusion or shunt dysfunction. The viatorr was expanded by balloon dilatation to 10 mm and the patency restored. The patient was discharged home on (B)(6) 2025.